Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced due to high thresholds and no capture at maximum output. Infinite impedance was also observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the physician that the right atrial (ra) lead displayed possible intermittent atrial loss of capture. It was noted tha the ra lead was plugged into the ventricular port. A routine device check was performed to assess atrial capture. Lead measurements were within the expected range. No lead issues were observed. Threshold/capture data was unable to be determined from the transmission. Technical services recommended that the physician perform a manual threshold test. Review of the transmission also revealed several high rate episodes. It was noted that this could be possible oversensing as the lead is plugged into the ventricular port and the lead could be sensing p-waves and r-waves creating possible false episodes. No patient complications have been reported as a result of this event. The ra lead remains in use.